Event description:
During initial implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.